Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4) .

Event description:
It was reported that the patient was experiencing loss and inadequate therapy, discomfort and pain at the back. It was also stated that the patient had burden charging the ipg. The patient underwent an explant procedure. The explanted ipg and leads were discarded by the medical facility and will not be returned.